Manufacturer narrative:
A device history record review was completed for provided material number 307736 and lot number 2302117. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were provided for evaluation by our quality team. Through examination of the pictures, tip breakage was observed. An exact cause for the breakage could not be determined. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all syringes and automatically rejects any syringes with damaged parts. It is possible that the syringe became damaged from a blockage during the barrel feeding process that went undetected and produced breakage during use. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd emerald syringe tip broke off. The following information was provided by the initial reporter: the customer has advised that when using the 10ml luer slip syringe it was attached to the button and the syringe snapped, please see attached images. Customer response (B)(6) 2023. We were using the syringe to change the water in my son¿s mic-key button at the time when the syringe broke, there would have been pressure on the syringe to make sure that all the water had been removed from the balloon. I¿m not sure at which point it broke, there would have been no more than 3 mls of water in the syringe. I can confirm there was no injury/consequences for my son.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.